Event description:
The customer reported that in 2008, the ortho provue analyzer resulted a pt's sample containing a warm-auto as positive (1+). The next day, a new sample was collected and tested on the analyzer using the same lot of reagents. The sample reacted negative. Repeat testing in manual get test using the same lot of reagents showed weak positive reactivity (1-2+) with the sample. The customer repeated the sample on the provue and obtained negative results. Visual inspection of the processed gel card confirmed the reactions were negative. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site, reviewed the provue log images and indicated that the images correlated with the negative results. The fe determined that the incubator temperature required re-calibration. Re-calibration of the incubator temperature has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Complaint.